Event description:
It was reported the pt's ipg is non-functional due to the pt not recharging the ipg as recommended. In turn, the programmer can no longer communicate with the ipg. An sjm rep may meet with the pt for troubleshooting.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.